Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,") and vision blurred ("blurred vision"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("digestive system condition type bloated") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and mood altered ("hormonal changes describe extremely moody"). In 2015, the patient experienced attention deficit/hyperactivity disorder ("psychiatric problems condition adhd"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("inability to focus"), arthropathy ("knee issue and joint issue (cannot squat down or sit indian style have trouble going up &down stairs)"), back pain ("lower back pain"), arthralgia ("pain in joints") and pain in extremity ("pain in feet"). The patient was treated with obetrol (adderall), acrivastine (benadryl otc) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal distension, vision blurred, back pain and arthralgia had resolved and the genital haemorrhage, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit/hyperactivity disorder, vaginal discharge, arthropathy and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, arthropathy, attention deficit/hyperactivity disorder, back pain, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Essure confirmation test was performed on feb2006 and the results are total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,") and vision blurred ("blurred vision"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("digestive system condition type bloated"), vaginal discharge ("vaginal discharge") and gait disturbance ("cannot squat down or sit indian style have trouble going up &down stairs"). In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and mood altered ("hormonal changes describe extremely moody"). In 2015, the patient experienced attention deficit/hyperactivity disorder ("psychiatric problems condition adhd"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("inability to focus"), arthropathy ("knee issue and joint issue"), back pain ("lower back pain"), arthralgia ("pain in joints") and pain in extremity ("pain in feet"). The patient was treated with obetrol (adderall), acrivastine (benadryl otc) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal distension, vision blurred, back pain and arthralgia had resolved and the genital haemorrhage, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit/hyperactivity disorder, vaginal discharge, arthropathy, gait disturbance and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, arthropathy, attention deficit/hyperactivity disorder, back pain, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Essure confirmation test was performed on (B)(6) 2006 and the results are total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, demographic added, lot number received, product information updated, aka added, events onset date added, treatment drug added, events added are as follows- menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, abdominal distension, alopecia, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit hyperactivity disorder, vaginal discharge, vision blurred, weight increased, arthropathy, back pain, arthralgia,pain in feet. Events outcome added, severity updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and ortho tri cyclen. Concurrent conditions included arthritis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,") and vision blurred ("blurred vision"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("digestive system condition type bloated") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and mood altered ("hormonal changes describe extremely moody"). In 2015, the patient experienced attention deficit/hyperactivity disorder ("psychiatric problems condition adhd"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("inability to focus"), arthropathy ("knee issue and joint issue (cannot squat down or sit indian style have trouble going up &down stairs)"), back pain ("lower back pain"), arthralgia ("pain in joints"), pain in extremity ("pain in feet") and joint swelling ("no end to swelling/ my legs and ankles looked like that for years") and was found to have weight increased ("weight gain"). The patient was treated with acrivastine (benadryl otc), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal distension, vision blurred, back pain, arthralgia and joint swelling had resolved and the genital haemorrhage, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit/hyperactivity disorder, vaginal discharge, arthropathy and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, arthropathy, attention deficit/hyperactivity disorder, back pain, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Essure confirmation test was performed on (B)(6) 2006 and the results are total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, anxiety, pain, back pain and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media case: new event added- joint swelling. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was performed on (B)(6) 2006 and the results are total bilateral occlusion. Previously administered products included for an unreported indication: depo provera and ortho tri cyclen. Concurrent conditions included arthritis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,") and vision blurred ("blurred vision"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("digestive system condition type bloated") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and mood altered ("hormonal changes describe extremely moody"). In 2015, the patient experienced attention deficit/hyperactivity disorder ("psychiatric problems condition adhd"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("inability to focus"), arthropathy ("knee issue and joint issue (cannot squat down or sit indian style have trouble going up & down stairs)"), back pain ("lower back pain"), arthralgia ("pain in joints/ankle pain"), pain in extremity ("pain in feet/foot pain"), joint swelling ("no end to swelling/ my legs and ankles looked like that for years"), autoimmune disorder (seriousness criterion medically significant), arthritis ("arthritis"), overweight ("overweight"), plantar fasciitis ("plantar fascitis"), gait disturbance ("hardly walk at all") and stomach mass ("mass on left side of stomach") and was found to have weight increased ("weight gain"). The patient was treated with acrivastine (benadryl otc), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal distension, vision blurred, back pain, arthralgia and joint swelling had resolved and the genital haemorrhage, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit/hyperactivity disorder, vaginal discharge, arthropathy, pain in extremity, autoimmune disorder, arthritis, overweight, plantar fasciitis, gait disturbance and stomach mass outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, arthritis, arthropathy, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, gait disturbance, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, overweight, pain in extremity, pelvic pain, plantar fasciitis, stomach mass, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, anxiety, pain, back pain and menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: autoimmune disorder, arthritis, overweight, plantar fasciitis, gait disturbance, mass on left side of stomach. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Reporter added. Event mass on left side of stomach added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and ortho tri cyclen. Concurrent conditions included arthritis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,") and vision blurred ("blurred vision"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("digestive system condition type bloated") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and mood altered ("hormonal changes describe extremely moody"). In 2015, the patient experienced attention deficit/hyperactivity disorder ("psychiatric problems condition adhd"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("inability to focus"), arthropathy ("knee issue and joint issue (cannot squat down or sit indian style have trouble going up &down stairs)"), back pain ("lower back pain"), arthralgia ("pain in joints/ankle pain"), pain in extremity ("pain in feet/foot pain"), joint swelling ("no end to swelling/ my legs and ankles looked like that for years"), autoimmune disorder (seriousness criterion medically significant), arthritis ("arthritis"), overweight ("overweight"), plantar fasciitis ("plantar fascitis") and gait disturbance ("hardly walk at all") and was found to have weight increased ("weight gain"). The patient was treated with acrivastine (benadryl otc), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal distension, vision blurred, back pain, arthralgia and joint swelling had resolved and the genital haemorrhage, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit/hyperactivity disorder, vaginal discharge, arthropathy, pain in extremity, autoimmune disorder, arthritis, overweight, plantar fasciitis and gait disturbance outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, arthritis, arthropathy, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, gait disturbance, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, overweight, pain in extremity, pelvic pain, plantar fasciitis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Essure confirmation test was performed on (B)(6) 2006 and the results are total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, anxiety, pain, back pain and menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: autoimmune disorder, arthritis, overweight, plantar fasciitis, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event plantar fasciitis and hardly walk at all were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and ortho tri cyclen. Concurrent conditions included arthritis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue,") and vision blurred ("blurred vision"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal distension ("digestive system condition type bloated") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and mood altered ("hormonal changes describe extremely moody"). In 2015, the patient experienced attention deficit/hyperactivity disorder ("psychiatric problems condition adhd"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), migraine ("migraine"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("inability to focus"), arthropathy ("knee issue and joint issue (cannot squat down or sit indian style have trouble going up &down stairs)"), back pain ("lower back pain"), arthralgia ("pain in joints"), pain in extremity ("pain in feet"), joint swelling ("no end to swelling/ my legs and ankles looked like that for years"), autoimmune disorder (seriousness criterion medically significant), arthritis ("arthritis") and overweight ("overweight") and was found to have weight increased ("weight gain"). The patient was treated with acrivastine (benadryl otc), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, abdominal distension, vision blurred, back pain, arthralgia and joint swelling had resolved and the genital haemorrhage, weight increased, depression, anxiety, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, mood altered, migraine, headache, amnesia, disturbance in attention, attention deficit/hyperactivity disorder, vaginal discharge, arthropathy, pain in extremity, autoimmune disorder, arthritis and overweight outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, arthritis, arthropathy, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bladder disorder, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, mood altered, overweight, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Essure confirmation test was performed on (B)(6) 2006 and the results are total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, anxiety, pain, back pain and menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: autoimmune disorder, arthritis, overweight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- autoimmune disorder, arthritis, overweight. Reporter information were added. Seriousness criteria removed for genital haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.